Event description:
It was reported that during the procedure, the lead threshold was exceeded 5.0v when positioning the lead. The lead was not used and replaced with the new lead on (B)(6) 2022. The patient was stable throughout the procedure.